Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after firing the powered stapler in the stomach tissue, the reload was locked on tissue and could not be removed. The knife did not retract, leaving the tissue trapped in the jaws. The retraction tool was used correctly but it did not work. The doctor had to use forceps to pull the tissue out of the jaws. The procedure was extended for 35 minutes due to the issue.